Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: this issue is deemed a reportable event since the malfunction oxygen supply failed" can lead to a delay in the therapy since the ventilator cannot be used. A new ventilator needs to be prepared. The root cause of the ventilator was a malfunction of the o2 mixer valve not opening. (Mechanically jammed due storage of the device for a long period before usage). Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared to be used for treatment or diagnosis (preop check). There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
Hospital staff planned to perform maintenance on c1. However, when c1 was turned on, the screen displayed oxygen supply failed. The pressure in the high-pressure oxygen piping was approximately 4 bar, and replacing the high-pressure oxygen hose did not correct the problem.